Manufacturer narrative:
No button response due to flattened dome switch on act button. No moisture damage noted on electronic assembly during visual inspection. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that there was water under the display. The customer also reported that the insulin pump had recurring unexpected restart alarm. The customer's blood glucose was 14 mmol/l at the time of incident. The customer stated that the insulin pump was dropped and exposed to moisture. The insulin pump will be returned for analysis.